Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) pacing impedance measurement has decreased from 450 ohms to out-of-range less than 200 ohms over the past year on this right ventricular (rv) lead. There was no evidence of noise nor other significant lead changes observed. And the rv threshold is stable. A lead assessment with a programmer was recommended. This alert will not retrigger until the device is interrogated with a programmer. Additional information received advised the physician does not plan on implementing any reprogramming or revisions at this time. The lead and device remain in service. No adverse patient effects were reported.